Event description:
Complainant alleged that during a routine shift check by a clinician, the device would restart/reboot itself multiple times. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed during review of the device logs. However, the device was put through extensive testing without duplicating the report. The device was subjected to extensive testing including bench hanlding, defib stress testing and power cycling without duplicating the report. An internal inspection of the device found no discrepancies. The monitor board was replaced as a precaution. The device was recertified and returned to the customer with no fault found. Analysis of reports of this type has not identified an inrease in trend.